Event description:
It was reported that during a therapeutic ebus pulmonary ultrasound, the single use aspiration needle at first didn¿t deploy. It then deployed and was ¿gone¿; ended up inside the patient¿s airway. The needle was unable to be found and was not retrieved. This resulted in a procedural delay of greater than 30 minutes while the patient remained under general anesthesia.